Event description:
Complainant alleged that while treating a male patient, the device lost the ability to detect ECG signal. Complainant indicated that the patient subsequently expired. Complainant indicated that during subsequent testing, the malfunction was not duplicated.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation, and this complaint is still under investigation.